Manufacturer narrative:
This report is for an unknown quantity of distal screws. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) nail on an unknown date. The patient walked for approximately two (2) weeks thereafter, but then began experiencing pain in the hip. The patient was no longer able to walk. X-ray images confirmed total implant failure. A revision surgery then took place. Update: per information received on november 6, 2015, the implant components separated from one another. However, no breakage was noted. This report is for an unknown quantity of distal screws. This report is 3 of 4 for (B)(4).